Manufacturer narrative:
(B)(4). Event date: publication year of 2001. Batch # unk. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided.

Event description:
It was reported via literature entitled: routine cystoscopy after laparoscopically assisted hysterectomy: what's the point? Author/s: elvis I. Seman, robert t. O'shea, simon gordon and john miller citation: gynaecological endoscopy 2001 10, 253 ¿ 256. This retrospective observational study was to define the role of routine cystoscopy following laparoscopically assisted hysterectomy in the early detection of ureteric injuries. Between june 1991 to december 1999, 436 patients were evaluated in the study, in which 183 women underwent laparoscopically intrafascial hysterectomy and 253 women underwent laparoscopically assisted total or subtotal intrafascial hysterectomy, with or without bilateral salpingo-oophorectomy. Harmonic scalpel (ethicon) was used in total laparoscopic hysterectomy (tlh). Reported complication included right ureterovaginal fistulae within 12 days of surgery (n=1). In conclusion, routine cystoscopy at intrafascial laparoscopically assisted hysterectomy has not contributed to the early diagnosis and treatment of ureteric injuries sustained with the authors' current technique. Thus, cystoscopy ought to be done selectively according to clinical intraoperative concern.